Event description:
Paramedics responded to a person, condition unknown. The device was connected to the pt for cardiac monitoring. According to the rptr, the device displayed top to bottom artifact which required cycling power on and off to return to normal. No adverse affects to the pt were reported as a result of the alleged malfunction.